Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left ovary"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with unilateral salpingo-oopherectomy) and surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower and dysmenorrhoea outcome was unknown and the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "migration of essure device location of device: left ovary, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, dysmenorrhea (cramping)"were added. Lab data was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left ovary"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from july 2011 to january 2012. Concurrent conditions included urinary frequency, vaginal irritation, herpes simplex virus test positive, cough, headache, cold sweat, sore throat, nasal congestion, hoarseness, rhinitis, anxiety, blurred vision, depressed mood, dizziness, nausea, sleep disturbance, insomnia, migraine, blood in stool, constipation, fibroids, uterine prolapse, yeast infection, shortness of breath, chest pain, body mass index normal, human papilloma virus infection (leep) and depression. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with unilateral salpingo-oopherectomy) and surgery (total hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, pruritus, dyspareunia, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown and the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on or around february 10, 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on 16-aug-2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left ovary"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included urinary frequency, vaginal irritation, herpes simplex virus test positive, cough, headache, cold sweat, sore throat, nasal congestion, hoarseness, rhinitis, anxiety, blurred vision, depressed mood, dizziness, nausea, sleep disturbance, insomnia, migraine, blood in stool, constipation, fibroids, uterine prolapse, yeast infection, shortness of breath, chest pain, overweight, human papilloma virus infection (leep) and depression. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, pruritus, dyspareunia, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown and the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on or around (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jul-2018: plaintiff fact sheet received. New reporters and reporter information added. Product lot number received. Events apareunia, itching, dyspareunia, vaginal discharge, weight gain, migraine, headache, urinary tract disorder, bladder disorder, fatigue added. Lab data updated. Concomitant , conditions, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.